Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 585 mg/dl. The mother stated that the customer was vomiting, had stomach ache, swollen eyes, thirsty, and constant urination. Troubleshooting was performed. Ran a fixed prime test and passed. While the customer was tried to get a clamp to perform the high pressure test, the call was disconnected and no further info was provided.